Event description:
It was reported that anti-tachycardia pacing (atp) therapy was delivered to convert an arrhythmia. Review of the stored electrograms (egms) showed evidence of oversensed noise detected in the ventricular fibrillation (vf) zone. Additionally, the event log showed frequent non-sustained ventricular tachycardia (nsvt) episodes stored during the time of the inappropriate therapy. Further review was recommended to determine the patient's situation at the time of therapy. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.